Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-jan-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("painful haemorrhagic menstrual periods") in a (B)(6) female patient who had essure (batch no. C13149) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("painful haemorrhagic menstrual periods"), polymenorrhoea ("menstrual periods less spaced out than normal periods"), arthralgia ("cervical and lumbar joint pain"), memory impairment ("disturbances of memory"), visual impairment ("disturbances of vision"), abdominal pain upper ("stomach ache"), back pain ("back ache"), fatigue ("major fatigue"), dizziness ("dizziness"), mood altered ("mood disturbances"), menopausal symptoms ("early premenopausal syndrome"), pruritus generalised ("itching (body)"), inflammation ("inflammation") and haematoma ("hematoma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, polymenorrhoea, arthralgia, memory impairment, visual impairment, abdominal pain upper, back pain, fatigue, dizziness, mood altered, menopausal symptoms, pruritus generalised, inflammation and haematoma outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, dizziness, dysmenorrhoea, fatigue, haematoma, inflammation, memory impairment, menopausal symptoms, menorrhagia, mood altered, pelvic pain, polymenorrhoea, pruritus generalised and visual impairment with essure. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: case (B)(4) (MFR number 2951250-2019-00582) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to the remaining case - reporters (case is potential legal), age, start and stop date of essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.